Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the proximal portion of the left anterior descending (lad) artery. During the procedure it was noticed that there was damage to the 3.50 x 48mm synergy xd drug eluting stent at the distal portion of the device. The stent was removed and the procedure was successfully completed with a different device without further issue or patient injury.